Event description:
Based on additional information received on 25-oct- 2017, this case initially considered non serious was upgraded to serious as the serious event of "cellulitis left breast/ recurrent staph furunculsosi/ (B)(6)/ recurrent infection" with seriousness criteria as important medical event (ime) was added. This unsolicited case from united states was received on 24-aug-2017 from an other non-health care professional. This case concerns an adult female patient (age at event onset: unknown) who received treatment with seprafilm and minocycline and later after unknown latency developed cellulitis left breast/ recurrent staph furunculsosi/ (B)(6) / recurrent infection and diarrhea. No concurrent conditions were reported. The patient had allergy to sulphur (stomach upset) and band aids. The patient's medical history included chronic abdominal pain (3 year history right side; unassociated with activity, bowel moment or diet but aggravated by sexual intercourse and pelvic pain, was missing both her uterus and ovaries (continued to have lower and upper abdominal pain since previous surgery) and abdominal hysterectomy (at age 21; monthly menses since 21 which seemed to have related to toa or pid;) and cholecystectomy (common bile duct restriction in dilation; complicated by bile duct stricture and pancreatitis), had several laparoscopies (was still interested in pursuing evaluation for her pain even if it is just adhesions and may not be permanently resolved with this planned procedure), colonoscopy (negative, last; in 2001), depression, migraine and irritable bowel, smoking (1 pack a day and denies recreational drug use or alcohol intake), benign lumps excised bilaterally from the breasts, laparotomy (for lysis of lesions) and bilateral saplhingo-oophorectomy (no pelvic organs; omentum was adherent to the midline anterior abdominal wall just above the bladder and it was released. Sigmoid and small bowel had some adhesions to the left and midline pelvic floor, surgery (orthopedic treatments) due to right humerus fracture (fall and injury to same area), beningn breast biopsy, physical abuse. The patient had family history of leg sarcoma and heart disease. It was reported that the patient had surgery due to pain in left side. It was a lot of scar tissue attached to different areas inside. The patient was told by the physician to use seprafilm as the patient was told that the scar tissue would not return. The patient was well developed with no acute distress. Skin good color and turgor. Eyes noricterio, respirations uniebored, lungs clear. The patient's heart was regular with no murmurs, abdomen was soft, rionttistanded, madly tender right lower quadrant, no palpable mass, extremities were unrameritabie and the will status was normal. The patient's, pulse was 80, respiratory rate was 18 and afebrile. The patient was pleasant with no apparent distress. Hunt is within normal limits. The patient had no shyromegaly or lymphadenopathy. The patient had regular rate and rhythm, abdomen was adipose, nontender. She was minimally in either upper or tower right quadrant of the abdomen and no rebound or guarding. No tenderness in the rest of the abdomen. Pelvic: nefg with mild atrophy. Cervix is absent at the vaginal apex and no lesions apparent. Rimanual mobile vaginal apex, although the patient complains of discomfort on the right side and no masses appreciated. The patient's extremities were without edema and nontender. The concomitant drugs included lisinopril, adenosine (tricor) and dexlansoprazole (dexlant), duloxetine hydrochloride (cymbalta), amitriptyline hydrochloride (elavil), hydrocodone bitartrate/paracetamol (vicodin) for fibromyalgia and cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2007, patient was implanted seprafilm, once (dose, route, form: unknown; lot number: 07np064 and expiry date: feb-2010) for postoperative adhesion. Since implantation patient had suffered greatly with infections causing skin rashes and horrific bumps all over her body. On an unknown date, after unknown latency, the patient had cellulitis left breast with recurrent staph furunculsosi. It was reported that it was not clear on the bacteriology but her pcp seems convinced that this was (B)(6). It was reported that the patient had recurrent episodes of boiuls, some as big as a quarter under her breasts and in the groin folds either side of her vagina, worse in the summer. Reportedly there were no episodes of bacteremia, fevers, chills or hospitalizations. On an unknown date, the patient started treatment with minocycline (route, dose, form, frequency: unknown) for cellulitis left breast/ recurrent staph furunculsosi/ (B)(6)/ recurrent infection. On an unknown date, after unknown latency, the patient had diarrhea. It was reported that the patient had been treated with decolonization times two, attempts at suppression with minocycline that she stopped because of diarrhea and frequent courses of antibiotic which she tolerates poorly because of diarrhea. It was reported that the patient had had no relief from decolonization which was not unusual. The patient had infection in intertriginous prone zones and has it worse during summer. The patient was advised to use clotrimazole ointment in intertriginous zones and practise strict hygiene and keep dry and to use doxycycline 100 bid x14d for outbreaks and to limit skin exposure to dogs. On an unknown date, the patient's vagina had no discharge but had surrounding folds with multiple small furuncles, some with pus, very small. On an unknown date, the patient experienced abscess, lesions, fever and inflammation, redness/erythema, small shallow erosion and swelling. The patient had pain and offensive smell. It was reported that as time goes on the patient got abscess more frequently and more severe. It was reported that the patient had to work 40 hours a week with the public. Its hard for the patient as the patient had to take antibiotics which he had side effects from usage (diarrhea) and it was hard to get someone to take place as the patient worked alone. It was reported that when the patient started to get sores (itchy lesion 2 in abdomen), the patient got fever and burning sensation and after they fill up with fluid, the patient needed to wear bandaid and sometimes depending on the area was uncomfortable. The patient did not like to miss work so even if he did not feel well he show up. The patient was advised to apply otc antibiotic cream with stem strips following pcp if no improvement in 2-3 days. On (B)(6) 2017, the culture results were negative and the patient was improving. Action taken: drug withdrawn nos for minocycline. Corrective treatment: repeat decolonization; clotrimazole ointment; doxycycline; minocycline; otc antibiotic. Cream; cefalexin monohydrate (keflex) for cellulitis left breast/ recurrent staph furunculsosi/ (B)(6) / recurrent infections; not reported for diarrhea. Outcome: unknown for diarrhea; recovering for cellulitis left breast/ recurrent staph furunculsosi/ (B)(6) / recurrent infection. Seriousness criteria: important medical event for cellulitis left breast/ recurrent staph furunculsosi/ (B)(6). (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 05-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 25-oct-2017 from the physician. This case initially considered non serious was upgraded to serious as the serious event of "cellulitis left breast/ recurrent staph furunculsosi/ (B)(4)/ recurrent infection" with seriousness criteria as important medical event (ime) was added. The additional suspect drug minocycline was added. Also the additional event of diarrhea was added. The suspect product indication and batch/lot number, expiry date of seprafilm was added. The previously reported of "skin rashes and horrific bumps all over the body" was updated as symptom. The patient's medical history, allergic history and concomitant medications were added. The symptoms of "lesions/ sores/ itchy lesion 2 in abdomen area and 1 in left breast/ recurrent episodes of bolus", abscess, inflammation, fever, swelling, pain/painful, offensive smell, burning sensation, itchy, redness/erythema, small shallow erosion and vagina folds with multiple small furuncles, some with pus, very small were added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 7-nov-2017: this case concerns a patient who received treatment with seprafilm and later experienced staphylococcal cellulitis. Since event onset date is not provided, significant temporal relationship cannot be established and causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of detailed information regarding aseptic techniques used in placement of seprafilm, past drugs, concomitant medications and concurrent condition complete medical assessment of the case is difficult.

Event description:
Cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection [staphylococcal cellulitis] ([generalized rash], [skin lesion], [abscess], [inflammation], [fever], [swelling], [pain], [wound odour], [burning sensation], [itchy], [redness], [skin erosion], [furuncle]). Diarhhea [diarrhea]. Folliculitis [folliculitis]. Backache [backache]. Depression [depression]. Fibromyalgia [fibromyalgia] ([pain in limb]). Hyperlipidemia [hyperlipidemia]. Hypothyroidism [hypothyroidism]. Rosacea [rosacea]. Obstructive sleep apnea [obstructive sleep apnea syndrome]. Acne [acne]. Bilirubin total decreased [bilirubin total decreased]. Cholesterol total increased [cholesterol total increased]. Vitamin d insufficiency [vitamin d decreased]. Acute bronchitis [acute bronchitis]. Case narrative: based on additional information received on 25-oct-2017, this case initially considered non serious was upgraded to serious as the serious event of "cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection" with seriousness criteria as important medical event (ime) was added. This unsolicited case from united states was received on 24-aug-2017 from an other non-health care professional. This case concerns an adult female pt (age at event onset: unknown) who received treatment with seprafilm and minocycline and later after unknown latency developed cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection, diarrhea, folliculitis, backache, depression, fibromyalgia, hyperlipidemia, hypothyroidism, rosacea, obstructive sleep apnea, bilirubin total decreased, cholesterol total increased, vitamin d insufficiency and acute bronchitis. No concurrent conditions were reported. The pt had allergy to sulphur (stomach upset) and band aids. The pt's medical history included chronic abdominal pain (3 year history right side; unassociated with activity, bowel moment or diet but aggravated by sexual intercourse and pelvic pain, was missing both her uterus and ovaries (continued to have lower and upper abdominal pain since previous surgery) and abdominal hysterectomy (at age 21; monthly menses since 21 which seemed to have related to toa or pid;) and cholecystectomy (common bile duct restriction in dilation; complicated by bile duct stricture and pancreatitis), had several laparoscopies (was still interested in pursuing evaluation for her pain even if it is just adhesions and may not be permanently resolved with this planned procedure), colonoscopy (fiberoptic; negative, last; in 2001), depression, migraine and irritable bowel, smoking (1 pack a day and denies recreational drug use or alcohol intake), benign lumps excised bilaterally from the breasts, laparotomy (for lysis of lesions) and bilateral saplhingo-oophorectomy (no pelvic organs; omentum was adherent to the midline anterior abdominal wall just above the bladder and it was released. Sigmoid and small bowel had some adhesions to the left and midline pelvic floor, surgery (orthopedic treatments) due to right humerus fracture (fall and injury to same area), beningn breast biopsy, physical abuse. The pt had family history of leg sarcoma and heart disease. It was reported that the pt had surgery due to pain in left side. It was a lot of scar tissue attached to different areas inside. The pt was told by the physician to use seprafilm as the pt was told that the scar tissue would not return. The pt was well developed with no acute distress. Skin good color and turgor. Eyes noricterio, respirations uniebored, lungs clear. The pt's, pulse was 80, respiratory rate was 18 and afebrile. Cervix is absent at the vaginal apex and no lesions apparent. Rimanual mobile vaginal apex, although the pt complains of discomfort on the right side and no masses appreciated. The pt's extremities were without edema and nontender. The concomitant drugs included lisinopril, adenosine (tricor) and dexlansoprazole (dexlant), duloxetine hydrochloride (cymbalta), amitriptyline hydrochloride (elavil), hydrocodone bitartrate/paracetamol (vicodin) for fibromyalgia and cyclobenzaprine hydrochloride (flexeril), dexlansoprazole (dexilant), hydrocortisone (proctozone-h), ergocalciferol (vitamin d) and levofloxacin. Family history included paternal and social history of cardiomyopathy. The pt was social smoker (half pack a day). As of on (B)(6) 2012, it was reported that the pt was a smoker, drink alcohol, exercise regular; wear seat belt, regular dentist and eye doctor visit. The pt had migraine, depression/anxiety, thyroid. Caucasian female, postmenopausal, not sexually active and also missing both her uterus and ovaries but continues to have lower and upper abdominal pain since previous surgeries, the possibility remained for pelvic adhesion process. The pt desired to proceed a laparoscopic evaluation, and so this was done. Total abdominal hysterectomy at age 21, possibly for pid. Lumps excised bilaterally from the breasts, benign. 8/00. Laparoscopic lysis of adhesions. 8/02, laparoscopic cholecystectomy, with subsequent ercp's requiring stent placement. There was a constriction of the common bile duct with the need for multiple ercp's and at least one outcome of pancrearltis secondary to this. 4/04, open laparoscopy converted to laparotorny for lysis of adhesions and bilateral salpingo-oophorectorny due to difficulty dissecting bowel off the ovary and the risk of injury to the ureter on the left side. Most recent surgery is right humerus fracture in 9/06 managed by and then additional treatment. After a fall with injury to the same arm. Past medical history: foliovtrup for breast findings on mammogram with doctor, several benign breast biopsies. She has also had the ercp's noted above with secondary pancreatitis on one occasion. Pertinent medical history: sciatica, but not herniated disc(s), degenerative joint disease of back, spondylosis, malignancy and spinal fracture. Family history: no osteoporosis. Associated symptoms include stiffness and arm weakness. She uses tobacco 10 cig. Per day and caffeine 6 cups per day. On (B)(6) 2007, pt was implanted seprafilm, once (dose, route, form: unknown; lot number: 07np064 and expiry date: feb-2010) for postoperative adhesion. Since implantation pt had suffered greatly with infections causing skin rashes and horrific bumps all over her body. On an unknown date in sep-2012, the pt had right thigh pain/sp injury/no x-ray completed. The pt had pain to right thigh lateral aspect and discomfort on palpitation. The pt could ambulate without limp or difficulty. On (B)(6) 2012, the pt's weight 162 lb, temperature 97.4 f, heart rate 76, r radial, systolic 110, diastolic 76. Chief complaint/reason for visit was right thigh pain x2 months, lower spine pain. Pt did not want to do physical therapy. Reviewed some stretches. Use heating pad on both back and thigh. The pt complaints of gradual onset of constant episodes of moderate symmetrical and bilateral lower back pain, described as sharp, non-radiating. On a scale of 1 to 10, the pt rates the pain as 5. Episodes started about 1 month ago. Currently experiencing back pain. Symptoms improved by recumbency and opioid analgesics. Symptoms made worse by prolonged standing and prolonged sitting, but not by lifting, bending, twisting, walking down stairs and recumbency. Symptoms worsening. The pt presents with complaints of gradual onset of mild urinary incontinence, described as small volume starting about 1 month ago. Symptoms made worse by arrival home and full bladder, but not by coughing, sneezing and laughing. Symptoms worsening. Described as a dribbling and needs to go urgently. For hematuria a few months ago and ad cystoscopy which was negative. On 02feb13, chief complaint was pe. Reports MRI completed of lumbar region. Pt. C/o depression symptoms increased cymbalta from 30 to 60mg daily. Pt. Given lab sheet/ and mammo screening/ and dexa scan. Pt. Has a colonoscopy 12/12 wnl. On (B)(6) 2013, the patient's lab was within normal limits except trig- slightly elevated. The pt was still taking and should continue tricor 145mg. On (B)(6) 2013, assessment was depression. Recommended to continue cymbalta. On (B)(6) 2013, the pt's chief complaint was right upper leg pain/limb pain. The pt was sent to hospital for right thigh hematoma or cyst type lesion. Discussed with pt highly unlikely oa or fracture of femur. The pt's bmi calculated was 32.98, bsa calculated 1.73, weight 168 lb, temperature 98.2 f, heart rate 78, respiration 18, systolic 128, diastolic 90. Physical examination showed insepection/palpitation of joints, bones and muscles abnormal (tenderness on deep palpitation right lateral aspect of thigh/no mass palpated, limb pain and myalgia. On (B)(6) 2014, chief complaint/reason for visit; cough, fevers at night, chills x 1 week. Called on call doc 4 days ago. Started zpak on (B)(6) 2014, symptoms persisting. Review of systems was normal except shortness of breath. On (B)(6) 2014, the pt presented for cpe/ vwve symptoms for depression well controlled on present medication therapy. Followed by ortho and last MRI lumbar herniation/ pt. Recently had MRI of c-spine at the request of ortho. Pt. Had multi. Steroid injection from doctor who recommendation f/u with ortho for possible spinal surg. Pt. Was given order for labs and dexa scan. Pt. Was given tdap in rt. Deltoid today. Pt. Has herpes to rt. Buttocks region and has attempted topical and oral antiviral medication one was not effective and the other side effects/ pt. Did not want treatment. Pt. Will f/u in 3 mo or sooner if needed. Discussed smoking and how it delays the healing process esp. Pending spinal surg. Pt. Encouraged to quit/ and if she needs assistance please f/u. Pt. Attempt the nict. Patch. On (B)(6) 2014, hhc pre-op reason for visit: the procedure scheduled was a (B)(6) 2014 on acdf cervical c5- c6 and c6- c7. Pertinent medical history: prior anesthesia, pt. Reports nausea with prior anesthesia, gastrointestinal. Disease and obstructive sleep apnea, but no previous anesthesia reaction. Review of systems showed diarrhea; musculoskeletal: arthralgias, joint stiffness and myalgia, difficulty walking, sleep disturbances and depression, hot flashes. On (B)(6) 2014 the pt was seen for osteoarthritis, joint pain, right hip pain, neck pain. On (B)(6) 2015 presented for cpe today / pt. Was utd with pap smear. Rt. Foot pain s/p impact injury with heavy fire wood. Pt, was given order for an xray to complete today. History of fibromyalgia and presently on cymbalta 60 mg daily. 3. Hypothyroidism / and presently on levothyroxine 50 mcg po q day. 4. Hyperlipidemia tricor 145 mg po q day. Pt. Was given lab sheet to complete fasting x 12 hrs/ ordered bil. Mammo screening/ and ordered dexa scan. Pt. Is utd with colonoscopy and immune. Jan 2013 colonoscopy completed and recommendation was f/u 10 years. Hhc hm, adult female: the pt being seen for a health maintenance and pap smear march 2014 wnl evaluation. General health: the pt's health since the last visit is described as fair. On (B)(6) 2015, bilirubin total was 0.2mgdl (low; reference range: 0.3-1.2), cholesterol total was 203mg/dl (high; reference range: 100-200), vitamin d insufficiency. On (B)(6) 2017, pt had chronic abdominal and pelvic pain. The pt s/p hysterectomy and bilateral salpingo-oophorectomy in the past, no pelvic organs. The omentum was adherent to the midline anterior abdominal wall just above the bladder, and this was released. The sigmoid and small bowel had some adhesions to the left and midline pelvic floor. The appendix had a small adhesion, which was released. On an unknown date, pt had acne. On an unknown date, after unknown latency, the pt had cellulitis left breast with recurrent staph furunculsosi. It was reported that it was not clear on the bacteriology but her pcp seems convinced that this was mrsa. It was reported that the pt had recurrent episodes of boiuls, some as big as a quarter under her breasts and in the groin folds either side of her vagina, worse in the summer. Reportedly there were no epsiodes of bacteremia, fevers, chills or hospitalizations. On an unknown date, the pt started treatment with minocycline (route, dose, form, frequency: unknown) for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection. On an unknown date, after unknown latency, the pt had diarrhea. It was reported that the pt had been treated with decolonization times two, attempts at suppression with minocycline that she stopped because of diarrhea and frequent courses of antibiotic which she tolerates poorly because of diarrhea. It was reported that the pt had no relief from decolonization which was not unusual. The pt had infection in intertriginous prone zones and has it worse during summer. The pt was advised to use clotrimazole ointment in intertriginous zones and practise strict hygiene and keep dry and to use doxycycline 100 bid x14d for outbreaks and to limit skin exposure to dogs. On an unknown date, the pt's vagina had no discharge but had surrounding folds with multiple small furuncles, some with pus, very small. On an unknown date, the pt experienced abscess, lesions, fever and inflammation, redness/erythema, small shallow erosion and swelling. The pt had pain and offensive smell. It was reported that as time goes on the pt got abscess more frequently and more severe. It was reported that the pt had to work 40 hours a week with the public. Its hard for the pt as the pt had to take antibiotics which he had side effects from usage (diarrhea) and it was hard to get someone to take place as the pt worked alone. It was reported that when the pt started to get sores (itchy lesion 2 in abdomen), the pt got fever and burning sensation and after they fill up with fluid, the pt needed to wear bandaid and sometimes depending on the area was uncomfortable. The pt did not like to miss work so even if he did not feel well he show up. The pt was advised to apply otc antibiotic cream with stem strips following pcp if no improvement in 2-3 days. On (B)(6) 2017, the culture results were negative and the pt was improving. On (b)6) 2017, pt had chronic pelvic pain. The pt came in on the a.m. Of surgery and underwent general endotracheal anesthesia f or diagnostic laparoscop-y performed. The. Ornentum was adherent to the midline anterior abdominal wall, and this adhesion was released, the sigmoid and small bowel had some adhesions to the left of midline and to the pelvis floor, and these were likewise released, appendix had a smart adhesion but otherwise appeared well, and so was left in place. Liver edge appeared normal. Doctor came in to evaluate the video screen, and agreed with the plan not to proceed with appendectomy. Postoperative course uneventful. The pt was reversed from anesthesia and taken to the recovery room in stable condition. She was sent home within several hours, able to ambulate, and tolerating a regular diet. In the next week or two, and to call with any troubles with diet, urination, fever, excess pain or troubles with her incisions. She would take percocet one or two q.6h as needed and switch to tvlotrin and tylenol) when able. The pt's surgery would have to be coordinated with the general surgeon. The pt understand risks of the surgery, including infection, bleeding, injury to pelvic organs or abdominal organs. Medications elavil 75 mg a day, flexed, vicodin pm for fibromyalgia. Physical gxafrination: bp 126/80, pulse 80, respiratory rata is 18 and afebrile. Weight 136 lbs. Regular rate arid rhythm, pulmonary clear to auscultation bilaterally. Abdomen adipose, nontender. Minimally in either upper or tower right quadrant of the abdomen and no rebound. Pelvic: nefg with mild atrophy. Cervix absent at vaginal apex and no lesions apparent. Bimanual mobile vaginal apex, although the pt complains of discomfort on the right side and no masses appreciated. Rectovaginal nontender without masses and no stool. The last-time the pt had a pelvic ultrasound was 2/07 to evaluate the above and no free fluid or pelvic masses were noted. Bowel seen peristalsing as expected. Multiple abdominal surgeries in past who likely has adhesions and now seeking additional evaluation of this with the hope that it can be managed laparoscopically. Regarding the upper abdominal discomfort, t would have to depend on advice from doctor on that matter intraoperatively. Did not plan to open the pt for laparotamy even if the laparoscopic view was not feasible. Plans di gnostic laparoscopy with possible lysis of adhesions. The pt's surgery was delayed because of coordination to be carried out between doctors. The pt would have performed a bowel prep prior to surgery and had teen suggested to start indocin fora right shoulder ache by her orthopedic surgeon, however the patent has held off starling the indocin until after this surgery, also of note is that the pt had a left groin sebaceous cyst fill and then drar, in early august and iswatching to see if it recurs, for possible f&d at the time of this surgery. Now the pt was planned to undergo diagnostic laparoscopy for evaluation of right upper and tower abdominal pain with possible adhesions. Action taken: drug withdrawn nos for minocycline. Corrective treatment: repeat decolonization; clotrimazole ointment; doxycycline; minocycline; otc antibiotic cream; cefalexin monohydrate (keflex) for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infections; doxycycline for folliculitis; acetaminophen w/hydrocodone for backache; duloxetine hydrochloride (cymbalta) for depression; amitriptyline hydrochloride (amitriptyline), topiramate for fibromyalgia; fenofibrate for hyperlipidemia; levothyroxine sodium for hypothyroidism; minocycline hydrochloride for rosacea, acne; not reported for diarrhea, bilirubin total decreased, cholesterol total increased, vitamin d insufficiency, acute bronchitis, obstructive sleep apnea. Outcome: recovering for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection; unknown for rest events. Seriousness criteria: important medical event for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis. A product technical complaint was initiated on 06-jun-2018 for saprafilm, batch number: 07np064, global ptc number: 53693. A lot history review was performed for lot: 07np064. Product event trending shows that there are no product complaints and no other adverse events associated with this lot. Date of manufacture for the lot was 28-feb-07. All batch records were reviewed and approved by qa and all manufacturing process specifications and parameters as well as qc release and sterility specifications were verified to have been met. There were no deviations or environmental monitoring excursions noted during the processing of the lot. Nothing was noted in the lot history that would be indicative of a product or processing problem or malfunction. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As no issue was found during batch record review or unit trending, no CAPA is considered necessary at this time. Sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable additional information was received on 05-oct-2017. Global ptc number and ptc results were added. Additional information was received on 25-oct-2017 from the physician. Case upgraded to serious as the serious event of "cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection". Suspect drug minocycline added. Event of diarrhea added. Suspect product indication and batch/lot number, expiry date of seprafilm added. Verbatim updated. Additional information was received 09may18. Events folliculitis, backache, depression, fibromyalgia, hyperlipidemia, hypothyroidism, rosacea, obstructive sleep apnea, bilirubin total decreased, cholesterol total increased, vitamin d insufficiency and acute bronchitis added along with details. Concomitant medications, medical history updated. Additional information was received on 6-jun-2018. Ptc results with lot number were added.

Event description:
Cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection [staphylococcal cellulitis] ([generalized rash], [skin lesion], [abscess], [inflammation], [fever], [swelling], [pain], [wound odour], [burning sensation], [itchy], [redness], [skin erosion], [furuncle]), diarhhea [diarrhea], folliculitis [folliculitis], backache [backache], depression [depression], fibromyalgia [fibromyalgia], ([pain in limb]), hyperlipidemia [hyperlipidemia], hypothyroidism [hypothyroidism], rosacea [rosacea], obstructive sleep apnea [obstructive sleep apnea syndrome], acne [acne], bilirubin total decreased [bilirubin total decreased], cholesterol total increased [cholesterol total increased], vitamin d insufficiency [vitamin d decreased], acute bronchitis [acute bronchitis]. Case narrative: based on additional information received on 25-oct-2017, this case initially considered non serious was upgraded to serious as the serious event of "cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection" with seriousness criteria as important medical event (ime) was added. This unsolicited case from united states was received on 24-aug-2017 from an other non-health care professional. This case concerns an adult female pt (age at event onset: unknown) who received treatment with seprafilm and minocycline and later after unknown latency developed cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection, diarrhea, folliculitis, backache, depression, fibromyalgia, hyperlipidemia, hypothyroidism, rosacea, obstructive sleep apnea, bilirubin total decreased, cholesterol total increased, vitamin d insufficiency and acute bronchitis. No concurrent conditions were reported. The pt had allergy to sulphur (stomach upset) and band aids. The pt's medical history included chronic abdominal pain (3 year history right side; unassociated with activity, bowel moment or diet but aggravated by sexual intercourse and pelvic pain, was missing both her uterus and ovaries (continued to have lower and upper abdominal pain since previous surgery) and abdominal hysterectomy (at age 21; monthly menses since 21 which seemed to have related to toa or pid;) and cholecystectomy (common bile duct restriction in dilation; complicated by bile duct stricture and pancreatitis), had several laparoscopies (was still interested in pursuing evaluation for her pain even if it is just adhesions and may not be permanently resolved with this planned procedure), colonoscopy (fiberoptic; negative, last; in 2001), depression, migraine and irritable bowel, smoking (1 pack a day and denies recreational drug use or alcohol intake), benign lumps excised bilaterally from the breasts, laparotomy (for lysis of lesions) and bilateral saplhingo-oophorectomy (no pelvic organs; omentum was adherent to the midline anterior abdominal wall just above the bladder and it was released. Sigmoid and small bowel had some adhesions to the left and midline pelvic floor, surgery (orthopedic treatments) due to right humerus fracture (fall and injury to same area), beningn breast biopsy, physical abuse. The pt had family history of leg sarcoma and heart disease. It was reported that the pt had surgery due to pain in left side. It was a lot of scar tissue attached to different areas inside. The pt was told by the physician to use seprafilm as the pt was told that the scar tissue would not return. The pt was well developed with no acute distress. Skin good color and turgor. Eyes noricterio, respirations uniebored, lungs clear. The pt's, pulse was 80, respiratory rate was 18 and afebrile. Cervix is absent at the vaginal apex and no lesions apparent. Rimanual mobile vaginal apex, although the pt complains of discomfort on the right side and no masses appreciated. The pt's extremities were without edema and nontender. The concomitant drugs included lisinopril, adenosine (tricor) and dexlansoprazole (dexlant), duloxetine hydrochloride (cymbalta), amitriptyline hydrochloride (elavil), hydrocodone bitartrate/paracetamol (vicodin) for fibromyalgia and cyclobenzaprine hydrochloride (flexeril), dexlansoprazole (dexilant), hydrocortisone (proctozone-h), ergocalciferol (vitamin d) and levofloxacin. Family history included paternal and social history of cardiomyopathy. The pt was social smoker (half pack a day). As on (B)(6) 2012, it was reported that the pt was a smoker, drink alcohol, exercise regular; wear seat belt, regular dentist and eye doctor visit. The pt had migraine, depression/anxiety, thyroid. Caucasian female, postmenopausal, not sexually active and also missing both her uterus and ovaries but continues to have lower and upper abdominal pain since previous surgeries, the possibility remained for pelvic adhesion process. The pt desired to proceed a laparoscopic evaluation, and so this was done. Total abdominal hysterectomy at age 21, possibly for pid. Lumps excised bilaterally from the breasts, benign. 8/00. Laparoscopic lysis of adhesions. 8/02, laparoscopic cholecystectomy, with subsequent ercp's requiring stent placement. There was a constriction of the common bile duct with the need for multiple ercp's and at least one outcome of pancrearltis secondary to this. 4/04, open laparoscopy converted to laparotorny for lysis of adhesions and bilateral salpingo-oophorectorny due to difficulty dissecting bowel off the ovary and the risk of injury to the ureter on the left side. Most recent surgery is right humerus fracture in 9/06 managed by and then additional treatment. After a fall with injury to the same arm. Past medical history: foliovtrup for breast findings on mammogram with doctor, several benign breast biopsies. She has also had the ercp's noted above with secondary pancreatitis on one occasion. Pertinent medical history: sciatica, but not herniated disc(s), degenerative joint disease of back, spondylosis, malignancy and spinal fracture. Family history: no osteoporosis. Associated symptoms include stiffness and arm weakness. She uses tobacco 10 cig. Per day and caffeine 6 cups per day. On (B)(6) 2007, pt was implanted seprafilm, once (dose, route, form: unknown; lot number: 07np064 and expiry date: feb-2010) for postoperative adhesion. Since implantation pt had suffered greatly with infections causing skin rashes and horrific bumps all over her body. On an unknown date in sep-2012, the pt had right thigh pain/sp injury/no x-ray completed. The pt had pain to right thigh lateral aspect and discomfort on palpitation. The pt could ambulate without limp or difficulty. On (B)(6) 2012, the pt's weight 162 lb, temperature 97.4 f, heart rate 76, r radial, systolic 110, diastolic 76. Chief complaint/reason for visit was right thigh pain x2 months, lower spine pain. Pt did not want to do physical therapy. Reviewed some stretches. Use heating pad on both back and thigh. The pt complaints of gradual onset of constant episodes of moderate symmetrical and bilateral lower back pain, described as sharp, non-radiating. On a scale of 1 to 10, the pt rates the pain as 5. Episodes started about 1 month ago. Currently experiencing back pain. Symptoms improved by recumbency and opioid analgesics. Symptoms made worse by prolonged standing and prolonged sitting, but not by lifting, bending, twisting, walking down stairs and recumbency. Symptoms worsening. The pt presents with complaints of gradual onset of mild urinary incontinence, described as small volume starting about 1 month ago. Symptoms made worse by arrival home and full bladder, but not by coughing, sneezing and laughing. Symptoms worsening. Described as a dribbling and needs to go urgently. For hematuria a few months ago and ad cystoscopy which was negative. On (B)(6) 2013, chief complaint was pe. Reports MRI completed of lumbar region. Pt. C/o depression symptoms increased cymbalta from 30 to 60mg daily. Pt. Given lab sheet/ and mammo screening/ and dexa scan. Pt. Has a colonoscopy 12/12 wnl. On (B)(6) 2013, the ptâe s lab was within normal limits except trig- slightly elevated. The pt was still taking and should continue tricor 145mg. On (B)(6) 2013, assessment was depression. Recommended to continue cymbalta. On (B)(6) 2013, the pt's chief complaint was right upper leg pain/limb pain. The pt was sent to hospital for right thigh hematoma or cyst type lesion. Discussed with pt highly unlikely oa or fracture of femur. The pt's bmi calculated was 32.98, bsa calculated 1.73, weight 168 lb, temperature 98.2 f, heart rate 78, respiration 18, systolic 128, diastolic 90. Physical examination showed inspection/palpitation of joints, bones and muscles abnormal (tenderness on deep palpitation right lateral aspect of thigh/no mass palpated, limb pain and myalgia. On (B)(6) 2014, chief complaint/reason for visit; cough, fevers at night, chills x 1 week. Called on call doc 4 days ago. Started zpak on (B)(6) 2014, symptoms persisting. Review of systems was normal except shortness of breath. On (B)(6) 2014, the pt presented for cpe/ vwve symptoms for depression well controlled on present medication therapy. Followed by ortho and last MRI lumbar herniation/ pt. Recently had MRI of c-spine at the request of ortho. Pt. Had multi. Steroid injection from doctor who recommendation f/u with ortho for possible spinal surg. Pt. Was given order for labs and dexa scan. Pt. Was given tdap in rt. Deltoid today. Pt. Has herpes to rt. Buttocks region and has attempted topical and oral antiviral medication one was not effective and the other side effects/ pt. Did not want treatment. Pt. Will f/u in 3 mo or sooner if needed. Discussed smoking and how it delays the healing process esp. Pending spinal surg. Pt. Encouraged to quit/ and if she needs assistance please f/u. Pt. Attempt the nict. Patch. On (B)(6) 2014, hhc pre-op reason for visit: the procedure scheduled was on (B)(6) 2014 on acdf cervical c5- c6 and c6- c7. Pertinent medical history: prior anesthesia, pt. Reports nausea with prior anesthesia, gastrointestinal. Disease and obstructive sleep apnea, but no previous anesthesia reaction. Review of systems showed diarrhea; musculoskeletal: arthralgias, joint stiffness and myalgia, difficulty walking, sleep disturbances and depression, hot flashes. On (B)(6) 2014 the pt was seen for osteoarthritis, joint pain, right hip pain, neck pain. On (B)(6) 2015 presented for cpe today / pt. Was utd with pap smear. Rt. Foot pain s/p impact injury with heavy fire wood. Pt, was given order for an xray to complete today. History of fibromyalgia and presently on cymbalta 60 mg daily. 3. Hypothyroidism / and presently on levothyroxine 50 mcg po q day. 4. Hyperlipidemia tricor 145 mg po q day. Pt. Was given lab sheet to complete fasting x 12 hrs/ ordered bil. Mammo screening/ and ordered dexa scan. Pt. Is utd with colonoscopy and immune. Jan 2013 colonoscopy completed and recommendation was f/u 10 years. Hhc hm, adult female: the pt being seen for a health maintenance and pap smear march 2014 wnl evaluation. General health: the pt's health since the last visit is described as fair. On (B)(6) 2015, bilirubin total was 0.2mgdl (low; reference range: 0.3-1.2), cholesterol total was 203mg/dl (high; reference range: 100-200), vitamin d insufficiency. On (B)(6) 2017, pt had chronic abdominal and pelvic pain. The pt s/p hysterectomy and bilateral salpingo-oophorectomy in the past, no pelvic organs. The omentum was adherent to the midline anterior abdominal wall just above the bladder, and this was released. The sigmoid and small bowel had some adhesions to the left and midline pelvic floor. The appendix had a small adhesion, which was released. On an unknown date, pt had acne. On an unknown date, after unknown latency, the pt had cellulitis left breast with recurrent staph furunculsosi. It was reported that it was not clear on the bacteriology but her pcp seems convinced that this was mrsa. It was reported that the pt had recurrent episodes of boiuls, some as big as a quarter under her breasts and in the groin folds either side of her vagina, worse in the summer. Reportedly there were no epsiodes of bacteremia, fevers, chills or hospitalizations. On an unknown date, the pt started treatment with minocycline (route, dose, form, frequency: unknown) for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection. On an unknown date, after unknown latency, the pt had diarrhea. It was reported that the pt had been treated with decolonization times two, attempts at suppression with minocycline that she stopped because of diarrhea and frequent courses of antibiotic which she tolerates poorly because of diarrhea. It was reported that the pt had no relief from decolonization which was not unusual. The pt had infection in intertriginous prone zones and has it worse during summer. The pt was advised to use clotrimazole ointment in intertriginous zones and practise strict hygeine and keep dry and to use doxycycline 100 bid x14d for outbreaks and to limit skin exposure to dogs. On an unknown date, the pt's vagina had no discharge but had surrounding folds with multiple small furuncles, some with pus, very small. On an unknown date, the pt experienced abscess, lesions, fever and inflammation, redness/erythema, small shallow erosion and swelling. The pt had pain and offensive smell. It was reported that as time goes on the pt got abscess more frequently and more severe. It was reported that the pt had to work 40 hours a week with the public. Its hard for the pt as the pt had to take antibiotics which he had side effects from usage (diarrhea) and it was hard to get someone to take place as the pt worked alone. It was reported that when the pt started to get sores (itchy lesion 2 in abdomen), the pt got fever and burning sensation and after they fill up with fluid, the pt needed to wear bandaid and sometimes depending on the area was uncomfortable. The pt did not like to miss work so even if he did not feel well he show up. The pt was advised to apply otc antibiotic cream with stem strips following pcp if no improvement in 2-3 days. On (B)(6) 2017, the culture results were negative and the pt was improving. On (B)(6) 2017, pt had chronic pelvic pain. The pt came in on the a.m. Of surgery and underwent general endotracheal anesthesia f or diagnostic laparoscop-y performed. The. Ornentum was adherent to the midline anterior abdominal wall, and this adhesion was released, the sigmoid and small bowel had some adhesions to the left of midline and to the pelvis floor, and these were likewise released, appendix had a smart adhesion but otherwise appeared well, and so was left in place. Liver edge appeared normal. Doctor came in to evaluate the video screen, and agreed with the plan not to proceed with appendectomy. Postoperative course uneventful. The pt was reversed from anesthesia and taken to the recovery room in stable condition. She was sent home within several hours, able to ambulate, and tolerating a regular diet. In the next week or two, and to call with any troubles with diet, urination, fever, excess pain or troubles with her incisions. She would take percocet one or two q.6h as needed and switch to tvlotrin and tylenol) when able. The pt's surgery would have to be coordinated with the general surgeon. The pt understand risks of the surgery, including infection, bleeding, injury to pelvic organs or abdominal organs. Medications elavil 75 mg a day, flexed, vicodin pm for fibromyalgia. Physical gxafrination: bp 126/80, pulse 80, respiratory rata is 18 and afebrile. Weight 136 lbs. Regular rate arid rhythm, pulmonary clear to auscultation bilaterally. Abdomen adipose, nontender. Minimally in either upper or tower right quadrant of the abdomen and no rebound. Pelvic: nefg with mild atrophy. Cervix absent at vaginal apex and no lesions apparent. Bimanual mobile vaginal apex, although the pt complains of discomfort on the right side and no masses appreciated. Rectovaginal nontender without masses and no stool. The last-time the pt had a pelvic ultrasound was 2/07 to evaluate the above and no free fluid or pelvic masses were noted. Bowel seen peristalsing as expected. Multiple abdominal surgeries in past who likely has adhesions and now seeking additional evaluation of this with the hope that it can be managed laparoscopically. Regarding the upper abdominal discomfort, t would have to depend on advice from doctor on that matter intraoperatively. Did not plan to open the pt for laparotamy even if the laparoscopic view was not feasible. Plans di gnostic laparoscopy with possible lysis of adhesions. The pt's surgery was delayed because of coordination to be carried out between doctors. The pt would have performed a bowel prep prior to surgery and had teen suggested to start indocin fora right shoulder ache by her orthopedic surgeon, however the patent has held off starling the indocin until after this surgery, also of note is that the pt had a left groin sebaceous cyst fill and then drar, in early august and iswatching to see if it recurs, for possible f&d at the time of this surgery. Now the pt was planned to undergo diagnostic laparoscopy for evaluation of right upper and tower abdominal pain with possible adhesions. Action taken: drug withdrawn nos for minocycline. Corrective treatment: repeat decolonization; clotrimazole ointment; doxycycline; minocycline; otc antibiotic cream; cefalexin monohydrate (keflex) for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infections; doxycycline for folliculitis; acetaminophen w/hydrocodone for backache; duloxetine hydrochloride (cymbalta) for depression; amitriptyline hydrochloride (amitriptyline), topiramate for fibromyalgia; fenofibrate for hyperlipidemia; levothyroxine sodium for hypothyroidism; minocycline hydrochloride for rosacea, acne; not reported for diarrhea, bilirubin total decreased, cholesterol total increased, vitamin d insufficiency, acute bronchitis, obstructive sleep apnea. Outcome: recovering for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection; unknown for rest events. Seriousness criteria: important medical event for cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 05-oct-2017. Global ptc number and ptc results were added. Additional information was received on 25-oct-2017 from the physician. Case upgraded to serious as the serious event of "cellulitis left breast/ recurrent staph furunculsosi/ mrsa cellulitis/ recurrent infection". Suspect drug minocycline added. Event of diarrhea added. Suspect product indication and batch/lot number, expiry date of seprafilm added. Verbatim updated. Additional information was received 09may18. Events folliculitis, backache, depression, fibromyalgia, hyperlipidemia, hypothyroidism, rosacea, obstructive sleep apnea, bilirubin total decreased, cholesterol total increased, vitamin d insufficiency and acute bronchitis added along with details. Concomitant medications, medical history updated.